Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the teflon pad was charred and burned exposing metal on the grasping section. A microscope was used to inspect the distal end of the device and found no indications of damage to the probe unit. The device was tested with olympus generators, and the device passed the probe check test. However, both seal/cut switches were tested and the seal switch was not functioning. A u508 seal/cut short circuit error was observed when jaws were closed and activated. Based on the evaluation and similar reported events, the most probable cause of the reported event is due to operator¿s technique. The instruction manual provides warning statements to prevent risk of patient injury and device damage. ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ the device will be forwarded to the original equipment manufacturer (OEM) for further analysis.

Event description:
Olympus was informed that the teflon pad burned off during a laparoscopic sleeve gastrectomy procedure. The physician performed/received a seal cut error when the reported event occurred. The intended procedure was completed using a similar device. No patient injury was reported. In addition, the olympus sales representative was informed that no metal was exposed under the teflon pad. The device is to be returned for evaluation.